Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 28150fp00 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 28150fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect ca 19-9xr, lot number 28150fp00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02k91-32, that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2021, was 44.02, repeat was <2.00 u/ml. The sample was repeated on (B)(6) and the results were <2.00 and <2.00 u/ml. There was no impact to patient management reported.